Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the ICU one day after the catheter was placed in the patient's internal jugular vein, a crack was found in the stopcock. As a result, the stopcock was replaced and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.